Manufacturer narrative:
(B)(4)

Event description:
It was reported the proximal extension hub came off. Follow up information states the catheter was placed into the patient's right internal jugular and was in use for one day when the incident occurred. The patient was being moved at the time of the event. As a result, the catheter was exchanged. There was a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that an extension line hub came off was confirmed. Returned was a 3-lumen catheter marked 7fr x 20cm on the juncture hub. The customer also provided a photo of the sample. The medial luer hub was not attached to the extension line and was not returned. Under microscopic examination the end of the medial extension line exhibited evidence that it had been torn. A review of the device history records for the catheter did not reveal any manufacturing related issues. The probable cause of the separation could not be determined based on the information provided and without the luer hub. No further action will be taken.